Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. On december 2009, the patient was treated with placement of a 3.5 x 12 mm taxus stent in the right posterior descending artery (pda). On (B)(6) 2010, the patient was referred for cardiac catheterization. Coronary angiography was performed and revealed in-stent stenosis just proximal to high take off posterior descending artery (pda) of the previously placed taxus stent which located in the right pda. The physician treated the focal in-stent stenosis with balloon angioplasty.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).